Event description:
It was reported that the right ventricular lead had a patient alert for the high impedance. Over sensing was noted with several non-sustained ventricular tachycardia episodes. Lead trend showed varying impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.